Event description:
It was reported the patient was not able to recharge the device, and it was impossible to communicate with the device. A physician mode reset (pmr) was performed without success, so the device was replaced. There was no patient injury, and the patient outcome was "ok."

Manufacturer narrative:
(B)(4). The device has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the stimulator, serial no. (B)(4), found battery had reduced capacity due to overdischarge. The stimulator was functionally 'okay.' According to the trace report taken from the device, the battery was last recharged (B)(6) 2011. The device was last used on (B)(6) 2011 and the battery depleted to the lock mode on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.